Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was in the 30 beats per minute range while they were sleeping, yet their device lower rate was programmed to 50 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.